Manufacturer narrative:
H6 investigation type 4110: lens work order search no similar complaint event(s) within associated lots were found. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive change over time and glare/haloes. Lens was explanted and replaced with a different diopter lens and problem was resolved. Cause of event was reported as patient-related factor.